Event description:
It was reported that the shock lead impedance (sli) measurements of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) had been gradually increasing over the past one year from approximately 60 ohms to 100 ohms. It was noted that this patient was admitted to the hospital for an episode of ventricular tachycardia (vt) and required external defibrillation. During the vt episode, there was an attempted shock by this crt-d, but the shock failed due to low out-of-range sli of less than 20 ohms. During a non-invasive programmed stimulation (nips) procedure and defibrillation threshold (dft) test, the device displayed a code 1004 for a shorted lead condition, so a commanded shock test was performed. This crt-d was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. X-ray demonstrated a damaged plasma fuse. This type of damage is likely due to the device attempting to deliver a shock into a low-resistance path (e.g. A shorted lead). Therefore, the damage is deemed to be due to the environment outside of the device.

Event description:
It was reported that the shock lead impedance (sli) measurements of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) had been gradually increasing over the past one year from approximately 60 ohms to 100 ohms. It was noted that this patient was admitted to the hospital for an episode of ventricular tachycardia (vt) and required external defibrillation. During the vt episode, there was an attempted shock by this crt-d, but the shock failed due to low out-of-range sli of less than 20 ohms. During a non-invasive programmed stimulation (nips) procedure and defibrillation threshold (dft) test, the device displayed a code 1004 for a shorted lead condition, so a commanded shock test was performed. This crt-d was explanted and replaced with a new device. No additional adverse patient effects were reported.